Manufacturer narrative:
Weight: unk, race: unk, ethnicity: unk, explant date: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -07.50/+0.5/019 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2018. The lens was reported as low vaulting and refractive change overtime. The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
D6b: (B)(6) 2021. Claim # (B)(4).

Manufacturer narrative:
B5: lens exchanged for a longer length lens on (B)(6) 2021. The problem was resolved. Reportedly; "patient is happy." Claim# (B)(4)